Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response was in bra, "nothe" else. The customer was advised to use lock keypad if placed in pocket. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.